Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left superficial femoral artery (sfa). After a non-bsc guide wire crossed the lesion, a 6.0 x 150, 135cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 6mmx100mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.